Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and performed failure analysis evaluation. The reported issue with the instrument could not be replicated nor confirmed. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using a green sureform 60 reload and a white sureform 60 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The reported failures could not be verified based on a review of the logs. The instrument was fully functional. There was no problem detected. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon was unable to clamp and staple tissue with a sureform 60 stapler instrument. The surgeon elected to convert the procedure to open surgery.